Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with an enlarged atrium, 3mm gap between the anterior and posterior leaflets, thin leaflets, and a previous mitral valve resection surgery. A mitraclip ntw was inserted and grasping and the clip was deployed on the mitral valve. However, after releasing the clip, the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet. It was noted that the clip appeared to be crooked. Imaging revealed a posterior leaflet tear, causing the mean pressure gradient to increase to 5 mmhg. It was decided to discontinue the procedure. No additional clips were implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure. The steerable guide catheter (sgc) device returned, and analysis of the device done on september 11, 2025 revealed damage to the soft tip.

Manufacturer narrative:
All available information was investigated, and the reported deformed soft tip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported deformed soft tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with an enlarged atrium, 3mm gap between the anterior and posterior leaflets, thin leaflets, and a previous mitral valve resection surgery. A mitraclip ntw was inserted and grasping and the clip was deployed on the mitral valve. However, after releasing the clip, the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet. It was noted that the clip appeared to be crooked. Imaging revealed a posterior leaflet tear, causing the mean pressure gradient to increase to 5 mmhg. It was decided to discontinue the procedure. No additional clips were implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure. The steerable guide catheter (sgc) device returned, and analysis of the device done on (B)(6) 2025 revealed damage to the soft tip.